Event description:
A customer from (B)(6) reported to biomérieux discrepant esbl (extended spectrum beta-lactamase) test results for an escherichia coli strain in association with vitek® 2 ast-n340 card. The customer reported observing a fine stripe on the film covering the card wells on one side near the straw , and suspected aspiration volume was impacting test results. On (B)(6) 2017 the first 2ast-n340 test result for an esbl phenotype was detected (single choice result) and reported as consistent by the system. On (B)(6) 2017 the ast-n340 card did not confirm an esbl phenotype, and on (B)(6) 2017, the ast-n340 card detected esbl phenotype (single choice result). On (B)(6) 2017, kirby bauer antibiotic test (agar diffusion test) was performed and was negative for esbl phenotype. The customer reported that there was a delay greater than 24 hours in reporting the results to the clinicians. There is no indication or report from the customer to biomérieux that the delayed results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of obtaining a false extended spectrum beta-lactamase (esbl) phenotype for escherichia coli on the vitek® 2 ast-n340 test kit. Esbl disk testing gave negative results. An internal biomérieux investigation was performed using the isolate submitted by the customer. The reference methods (synergy tests) were performed to determine the intended result : esbl screening tests were negative. On vitek® 2 (v7.01 casfm eucast 2016 + phenotypic), we tested ast-n340 cards with 2 different lots (customer lot (cl) 7800336403, and random lot (rl) 7800315203). Many drug termination results and an esbl phenotype were obtained with both lots from cpse subcultures and with the cl from cba subcultures (too many termination results with the rl from cba subculture : no phenotype). The customer result "esbl" phenotype with the vitek® 2 ast-n340 card was duplicated in-house. The study of the graphs shows an atypical growth in the positive control wells.